Event description:
Complainant alleged that the medics were responding to a call for a pt who had fallen over and has bleeding from the back of the head, and who was not breathing. When the medics arrived on the scene the pt was lying supine on a concrete floor with a "copious amount of blood pooled under" the pt's head. Upon the medics arrival bystander CPR was being performed on the pt. The pt was pulsesless and apneic, without any blood pressure, pulse or respiration. The pt was also "very cyanotic". An oral airway was placed on the pt. The medic determined that the pt was presenting a ventricular fibrillation heart rhythm. The device was charged to 200 joules, but the device would not discharge. The medics tried to defibrillate the pt three more times, but the device would not discharge. Pt CPR was continued, the medics then switched from the device paddles to electrodes. Again the medics attmepted to deliver a 200 joule shock to the pt, but the device would not discharge. The medic then delivered a precordial thump. The medics then connected the pt to a three lead pt cable and determined that the pt was still presenting a ventricular fibrillation heart rhythm. The medics then obtained another device and defibrillated the pt. Pt treatment was continued with the second defibrillator. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Please reference medwatch report numbers 1220908-2000-01197 and 1220908-2000-01199, which documents two different and separate malfunctions that occurred with this same device.